Event description:
It was reported that the patient underwent a 2-level posterior lumbar interbody fusion l4-s1 with interbody cages and rhbmp-2/acs. Bmp was used in the interbody space. Post-operatively, the patient initially developed the appearance of cystic bone degeneration in the affected vertebral bodies; some bone resorption or cystic appearance of the endplates and/or vertebral bodies was noted on radiographs. The patient was asymptomatic and stable, and no treatment was performed. The patient went on to develop a solid fusion. Later, the patient developed adjacent level problems that were surgically addressed, and it seems that infuse was used again. The patient has now developed aggressive ectopic bone growth around the foramina that is causing nerve impingement. The surgeon reports that the patient needs decompression foraminotomy.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion where rhbmp-2/acs was used in the interbody space. P ost-operatively, some bone resorption or cystic appearance of the endplates and/or vertebral bodies was noted on radiographs. The patient was asymptomatic, and no treatment was performed. The patient went on to develop a solid fusion. Later, the patient developed adjacent level problems that were surgically addressed, and reportedly rhbmp-2/acs was used again. Approximately 5 years after the index surgery, the patient has developed ectopic bone growth around the foramina that is causing nerve impingement. The surgeon reports that the patient needs decompression.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.